Event description:
The ge oec 2800 uroview fluoroscopy system would blank the monitor after about 10 minutes of use and technical factors went to maximum values.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective ccd camera. The ccd camera was replaced and aligned. Additionally, a switch on the splash and crash housing was incidentally found to not function properly and was replaced to assure proper table motion. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.